Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack with the unknown lot number was returned for evaluation. Failure analysis of the returned pack revealed damage to the controller pocket. As a result, the reported event was confirmed. Based on the available information, the most likely root cause for the reported event can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because the pockets of the controller and the waist pack was tearing. The waist pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.